Event description:
The rptr stated that the stopcock were being used on an arterial line infusing dextrose 10% + heparin and salbutamol when the stopcock was noticed to be leading due to the luer being cracked. No pt injury or treatment as a result of this event.

Manufacturer narrative:
One sample returned with the female luer split on a port. The split was most likely due to the mating component being over tightened along with luer being slightly mismatched from the molding process. This issue was reviewed with mfg personnel. This issue is being monitored. The device history record was reviewed and was acceptable. Medex was able to confirm this issue and determine a cause. No add'l action necessary at this time. Medex considers this MDR closed with this report.